Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported the pump error 23. Troubleshooting was performed and the customer stated that was able to clear the alarm and able to rewind the insulin pump. Pump was not recently placed in storage mode or without a battery for > 8 hours. No harm requiring medical intervention was reported. The customer discontinued using the pump and it will be returned for analysis.

Manufacturer narrative:
Pump passed, the displacement test and self-test. Test p-cap locked into the reservoir tube successfully. Expected pump error 23 alarm noted, during boot up. No unexpected pump error 23 alarms noted, during testing. Pump successfully downloaded to thump. Expected pump error 23 was found in the history files on (B)(6) 2024 at 10:56:26.00. Pump error 4 was found in the history files on (B)(6) 2024 at 10:55:56.00, due to motor mcu did not receive the acknowledge from main mcu. Pump error 63 variable 14 alarm was found on (B)(6) 2024 at 10:55:57.00, due to pmc failure. The pump was cut open for visual inspection. And found moisture on pcba 1. The following were noted, during visual inspection: pillowing keypad overlay. Unexpected pump error 23 was not confirmed, during testing. Pump error 63 and pump error 4 were confirmed, due to hardware error anomalies. Pump exposed to moisture confirmed, on pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.